Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the oled (organic light-emitting diode) screen was discolored. Functionally, the handle was received with a fully depleted battery and the handle was inserted into a charger for charging. Eventually, the charging light emitting diode (led) changed to flashing red and the handle was removed from the charger but it did not initialize. The handle was opened up and the individual cell voltages were measured to be 0.113 volts and 0.235 volts. The thermocouple was intact and both battery cells were found to be vented. It was noted that the handle was running v29.3.2 software and the handle had 281 of 300 procedures remaining. It was reported that the software updates were unable to be installed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the handle did not initialize, and the power pack was not adequately charged. The reported issues were confirmed. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while upgrading the handle¿s software, when about 70% was completed, the connection between the software and the power handle suddenly broke. The device did not turn on afterwards. An attempt was made to charge the handle by inserting it into the charger, however, the handle could not be charged, the status lamp of the charger flashed red. The charger worked normally with other handles. There was no patient involvement. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.